Manufacturer narrative:
The product complaint analysis team has completed its investigation. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: bullet tip condition, conforming; desufflation lever condition, conforming; inner gasket condition, conforming; latch condition, conforming; obturator condition, conforming; outer gasket condition, conforming; reset button condition, conforming; sleeve condition, conforming; stopcock condition, conforming and trocar condition, conforming. Functional tests & results: does safety shield retract, conforming, flapper door functional, conforming and lockout functional, conforming. Analysis conclusion: based upon the inquiry info, visual examination and functional test, no conclusion could be reached as to how the reported "trocar shield could not be armed before introducing the trocar" during surgery occurred. The device was examined, found to be functional, and cycled repeatedly without incident. The experience reported by the surgeon could not be repeated during testing. Co reviews each incident as it occurs in an effort to continuously improve co's products and processes.

Event description:
It was reported the device was used during a laparoscopic hernia repair procedure. It was reported by the affiliate that the trocar shield could not be armed before introducing the trocar. There was no pt consequence reported.